Event description:
During a remote follow up, the device incorrectly interpreted an arrhythmia. The device charged, but the arrythmia terminated and no therapy was delivered. The device was reprogrammed to resolve this event. The patient was stable.